Manufacturer narrative:
Customer changed the syringe assembly and the chemistry cartridge (cc) sample probe, but issue was not resolved. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the cc sample syringe t-valve. Repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was coming from the fitting on top of the cartridge chemistry sample probe of the unicel dxc 800 pro synchron chemistry analyzer. The customer also stated that the fitting on top of the probe was loose. No injury or operator exposure was reported for this event.